Event description:
The reporter called lifescan (lfs) in 2005 and alleged that the pt's meter read inaccurately low. The medical affairs spec spoke to the pt and obtained verified the following information. In 2005, the pt tested their blood glucose at work and they obtained a result of "200-something" they could not remember the result). A short time later, they do not know the time difference; they began to feel ill and nervous. They were taken to the hospital, and their result was over 500 mg/dl. The pt was diagnosed and treated for dehydration, high blood glucose, and a bladder infection. They wer treated with potassium and insulin. The pt takes 5 units of humalin n at bedtime and humalog 4 times a day as needed with testing. The pt felt that they wer not taking enough insulin. While at the hospital, they compared their meter to the hospital meter. They do not remember the exact results, but stated that their meter was "100 points off."